Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd perfusion¿ syringe w/needle was found with the "wing of the syringe broken off as the packaging was opened." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
One unused sample unit was received for evaluation by our quality engineer. Upon visual inspection of the sample, the barrel-flange was observed broken. No other damages or molding defects were observed to any of the syringe components. A device history record review of lot 1801223 did not reveal any anomalies during the production of the provided lot number that could have contributed to the observed defect. The broken flange was determined to be a result of forcible impact to the syringe against or between equipment in the manufacturing process. This is expected to be an isolated incident, as preventive measures are in place to avoid these types of damages. Manufacturing personnel have been made aware of this incident. Based on severity and occurrence no formal CAPA is required according to internal procedure.